Manufacturer narrative:
D6a. If implanted, give date: implant date is only known as 2022. Thus, on (B)(6) 2022 is being used to calculate the minimum implant duration. Product evaluation: customer report of calcification, leaflet rigidity and stenosis were confirmed. Customer report of high gradients was unable to be confirmed through visual observation. As received, x-ray demonstrated commissure 2 was bent outward. X-ray also demonstrated the vfit cocr alloy band was not expanded. Leaflet 2 also had a cut, approximately 4mm long, at the free margin; edges of cut were straight and even and appeared to match up. Heavy calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all leaflets on inflow aspect and on the surface of leaflet 2 on outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference around leaflet 2 was minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and likely led to stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a valve model 11500a implanted in the aortic position was explanted after an implant duration of 4 years due to calcification leading to leaflet rigidity, high gradients and severe stenosis. A tissue valve was implanted in replacement. The patient was noted as to be doing well in ICU after reintervention.